Event description:
Philips received a complaint on the heartstart mrx indicating that the high voltage capacitor was malfuntioning. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the high voltage capacitor which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.